Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and (ams) monarc sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat rectocele, cystocele and stress urinary incontinence. The patient experienced dyspareunia, pain, mesh erosion and bowel issues and underwent repair of intussusception, repair of colorectal rectocele on (B)(6) 2012 and removal of mesh on (B)(6) 2012. (B)(4). Dyspareunia; bowel issues.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat rectocele, cystocele, and stress urinary incontinence concurrently with implantation of (ams) monarc sling. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient experienced dyspareunia, pain, mesh erosion, and bowel issues following insertion. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010, repair of intussusception and colorectal rectocele on (B)(6) 2012, and mesh removal on (B)(6) 2012 due to erosion and intussusception. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.